Event description:
The meter was set to the incorrect unit of measurement (uom). Last week the pt tested his blood glucose and received a reading of 6.4 mmol/l (115 mg/dl) and was fatigued and experiencing frequent urination at the time of testing. He then tested on a friend's meter and received a 134 mg/dl. The pt contacted his physician due to how he was feeling and the physician reduced the pt's diabetes regimen (of two tablets of metformin to one tablet a day). The pt does not recall recently going into the meter settings and changing the uom. Customer care agent (cca) stent the pt a replacement meter and testing supplies.